Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address eccentric wear, metallosis and poly fracture. It was also indicated that the poly liner was loosened. Doi: (B)(6) 2011; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the acetabular liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.